Manufacturer narrative:
A ge service rep performed an onsite investigation. The collar was tightened around the high voltage cables. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system needs to have a cable replaced and it appeared to have a short in it inside of a procedure. No pt injury was reported.